Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no damage was observed. Complaint of unit locking up was confirmed. Unit did fail during boot up with error message stating that a software error had occurred. The error could be caused if the system stopped responding, crashed, or lost power unexpectedly. The hdd passed the hdd scan test which indicates a software problem occurred. The complaint investigation has concluded the cause of the failure to be a software error and hdd needs to be re-cloned. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during an unknown procedure the device freezes intermittently due to the system was locking up. It is unknown if there was a delay or a backup device available. No patient injury was reported.